Event description:
As reported summary there were two epicardial leads and the physician suspected that they were fractured and turned them off to prevent the ipg battery from draining. Some time later, the ipg was upgraded and the epicardial leads were capped at that time. This is the same event as MDR 2183787-2018-00070.

Event description:
As reported summary there were two epicardial leads that the physician suspected that the leads were fractured through merlin programmer analysis. Both leads had high impedance values and elevated thresholds. The leads were turned off to prevent the ipg battery from draining. Some time later, the ipg was upgraded and the epicardial leads were capped at that time. The fractures were not confirmed visually when they were capped. This is the same event as MDR 2183787-2018-00070.